Event description:
It is reported that the devices were implanted in 2007 and that the patient was revised in 2008 because of infection and pain.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the patient infection. No product was returned. Review of the device history records for the tibial and femoral components did not find any deviations or anomalies. Review of the device history records for the patella was also not possible as the lot number required for retrieval was unavailable. It is not suspected that the products failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.